Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had delivered numerous inappropriate shocks to the patient. Interrogation of the ICD noted a shorted lead condition.